Event description:
As of the date of this report, the patient was having a lot of pain; the pain was unbearable. The patient had an MRI scheduled for (B)(6) 2015. The device system was delivering bupivacaine, dilaudid, and gabapentin.

Event description:
Additional information later received reported as of the day of the report the MRI had not yet been performed. The healthcare provider reported that the MRI had to do with the same issue of pain, not because of the pump. Per the healthcare provider the patient¿s pain had been ongoing and has had this for a long time and the reason for the MRI check-up.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory. (B)(4).

Event description:
The patient had worsening lumbar degeneration. An inflammatory mass was suspected. An MRI was being performed to check for a granuloma at the site of the catheter tip. The patient symptoms, results of the MRI, interventions, outcome, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
As of the date of this report, the patient was in an immense amount of pain. She had had the medication in her pump for 15 years. On friday, her physician told her that she had ¿become immune to it and won¿t do anything for her pain¿. The patient had been to emergency rooms and urgent care and they all thought that she was asking for pain meds. She went to an urgent care over a month ago and they agreed to give her hydrocodone for a month because they could tell how much pain she was in. When she asked the doctor for pain meds ¿he laughed at her¿ and she did not want to go back to him. The patient was looking for a new pump managing physician. At the time of this report, the device system was delivering dilaudid.